Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the complaint was not confirmed by failure analysis. The reported symptom was not found related to the reported instrument. No broken component was observed at the distal end. The curved blade and clamp arm was found intact. Additionally, the instrument was found to have a generator self-test failure during in-house testing. The self-test failed consistently on multiple attempts. The generator displayed an error message indicating to 'replace the instrument'. During testing, a high-pitched noise was heard. The curved blade remained intact during the self-test. The curved blade was found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Blade damage was detected by the generator with an error during self-test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's blade was broken. The customer used a spare instrument to continue with the procedure. No fragment was reported to fall inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial head nurse reporter and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and nothing was noted out of the ordinary. The instrument did not collide with anything and no fragment was reported to fall into the patient's anatomy.